Manufacturer narrative:
Product analysis results: visual and optical examination confirms probe shaft is bent and one of the tips has been sheared/broken off. The broken off portion of the tip is missing and was not returned for analysis. This type of damage is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent scoliosis correction surgery due to scoliosis. Intra-op, when the surgeon was using the dual ended feeler, the tip snapped off inside the patient. The tip was recovered and nothing left in the patient. There were no patient symptoms or complications reported as a result of this event.